Event description:
It was reported by a nurse that during surgery the tip of the reported device has been broken off. No adverse consequences reported to sales rep.

Event description:
It was reported by a nurse that during surgery the tip of the reported device has been broken off. No adverse consequences reported to sales rep.

Manufacturer narrative:
Method: visual inspection, manufacturing record review, complaint history analysis, labeling review: the device was returned for inspection and the event was confirmed. The received device is broken at the hexagonal tip. Specifically, the breakage occurred on the junction between the hexagonal and cylindrical parts of the inner shaft. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No indication of material or manufacturing defect could be found. The results of the complaint history analysis for this same issue revealed a total 28 complaints involving 28 instruments received for torque wrench tip breakage on devices which were manufactured after an internal corrective action was initiated and implemented. This first CAPA was initiated in order to find the failure cause and propose corrective and preventive actions, including a design change of the torque wrench to prevent tip breakage. An alternative link between the tube (outer shaft) and inner shaft without press fit pin and welding was implemented. A non-conformance was initiated following the recurrent issue of breakage of the hex tip of the xia 3 torque wrench which were manufactured after the initial CAPA was implemented. The torque wrench involved in the present complaint was manufactured after this CAPA and the observations made during inspection of the returned device let us to conclude that the present complaint enters into the scope of the non-conformance. Conclusion: the device failure directly caused the event and the instrument design contributed to this event. As this issue has been noted on previous complaints for this product since the design change, an internal non-conformance has been opened and an extended investigation is being conducted to address this issue.